Event description:
A (B)(6) pt's wife contacted zoll customer support to report that the pt's monitor was displaying a code 204. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204) was confirmed. Upon eval, the electrode belt failed a falloff test. The cause for the falloff failure was isolated to a defective microcontroller u713 on the dn pca board. The u713 component was out of tolerance. The root cause for the out of tolerance u713 component could not be positively identified. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.